Event description:
Manufacturer rep reported a trial pt that had a lead placed and removed, at the time of removal the electrodes broke off and remained in pt. Hcp reported a temporary electrode for scs trail was implanted in 2003. Upon removal of the electrode 8 days later the four circumferential electrical contacts were retained in the spinal canal/facia. The electrode broke to easily wiihout much stretching; the electrode did not tolerate pulling force. Surgical extraction is required for removal of the foreign bodies. The implant was completed using a different lead, model 3887. The remainder of the device was returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.